Event description:
The customer reported to olympus, the sheath on the evis exera ii ultrasound gastrovideoscope was crushed. The issue was detected during preparation for use. No patient or operator injury reported. During the evaluation of the device, it was noted there was a gap in the adhesive between the acoustic lens and ultrasound probe. This report is to capture the reportable malfunction of the gap in the adhesive between the acoustic lens and ultrasound probe noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The connecting tube was deformed and squeezed. Due to wear of the forceps elevator lever, the up/down knob could not be locked securely. The acoustic lens was damaged. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress, handling, or other issues. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.